Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 5. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extension lines were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. A clamp was open on an unused line. The technical service representative (tsr) had the home patient (hp) cycle the power on the hc to end therapy and advised the hp to contact his registered nurse about the possible exposure to unsterile air. The hp ended therapy for the night. Proper procedures were reviewed. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the event was use error. There was no reported device malfunction; therefore, no further investigation will be performed.